Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during a spyglass with electrohydraulic lithotripsy (ehl) procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image was lost. Reportedly, the first image failure occurred three minutes from the start of the procedure. The physician still introduced the ehl probe and tried to smash the stones; however, the image was then lost again. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event.